Event description:
Rn noticed blood backed up into white lumen on cvc. When she attempted to flush the line, and flush dripped out of cvc dressing. She immediately notified charge rn. Charge rn checked for blood return in white lumen (it had blood return), then attempted to flush line, and blood tinged fluid ran out of dressing. Biopatch and insertion site remained dry, and the leaking fluid appeared to be coming from the connection point of the white lumen in the hub. PICC team contacted and requested them to evaluate the line, which at that point was continuously dripping blood from hub (pressure applies to white lumen at hub). FDA safety report ID # (B)(4).